Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: h6: type of investigation, investigation findings and investigation conclusions. H11: the ri robotic drill attachment, part number: rob10015, serial number: (B)(6), intended for treatment was returned for evaluation. A visual inspection was performed. Upon inspection, the exterior condition exhibited signs of wear do to use, including scratches, scuffing, missing epoxy, and a deformed and widened wiper. A functional evaluation was performed. Parts of nose piece assembly from customer drill were observed stuck inside drill attachment. Drill attachment was unable to lock onto test drill. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with drill attachment wear and tear. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during distal burring in a real intelligence cori assisted tka surgery, one (1) ri robotic drill attachment fell off the carriage. The entire collet fell apart and became disassembled from one (1) real intelligence robotic drill. Some of the drill collet became permanently lodged into the drill attachment. The procedure was resumed after a non-significant delay using a smith and nephew backup device, and no injuries were reported as a result.

Manufacturer narrative:
D4, d10: devices serial numbers corrected.